Event description:
Healthcare professional (hcp) reports two incidents of patient reaction with the psn 210 dialyzer. First incident occurred on an unrecorded date in 2001. During treatment, patient experienced seizure like symptoms. Patient was admitted to the hospital and neurologic test results were negative. Symptoms resolved and patient was subsequently discharged. Second incident occurred in the following month. Approximately three hours into treatment, patient complained of feeling hot, shortness of breath, and oxygen saturation was 98%. Treatment was terminated and blood was returned to the patient with no reported blood loss. Patient was administered an unreported amount of oxygen. Treatment was resumed with an f70 dialyzer and completed without further incident. Hcp reports that the patient's symptoms have resolved.